Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported patient outcome and heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this investigation. The account reported that the patient expired on (B)(6) 2015. No further information was provided due to hospital policy. Heartmate ii lvas, serial number (B)(4), was not explanted for analysis. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current heartmate ii lvas instructions for use (IFU), lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system, including death, in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome, the patient passed away. The cause of death was not provided due to hospital policy. No autopsy was performed. The pump was not explanted. The pump will not be returned for evaluation.